Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt mother reported that on or about (B)(6) 2011, she noticed, the pt's blood glucose level increase over 600 mg/dl. Mother stated, the blood glucose meter gave a result of "hi". Mother reported, she attempted to deliver a bolus. Mother stated, she disconnected the infusion set and noticed the insulin didn't come out from the needle despite the fact she heard the noise of the piston rod moving forward. Mother reported, she also saw the flow of insulin into the catheter without noticing any air bubbles. Mother stated, the infusion device gave no error or alarm. Mother reported, she contacted company rep and he recommended she change the infusion set and the insulin cartridge and then the infusion device seemed to work properly. Mother reported, the bolus was done successfully but she was worried that the infusion device could have some problems in insulin delivery. Mother stated, she went to the diabetologist who suggested, the pt stop using the infusion device. Mother reported, the pt is using an alternative treatment of injection therapy. No further info is available. Requested return of the alleged infusion device for eval.